Event description:
It was reported that communication could not be established with a pt's generator. The physician checked the wand batteries and connections which were all ok. There were no issues interrogating other pt's devices. The physician believed that the reason he could not establish interrogation with the pt's device is due to end of service; however, during the pt's last office visit approximately one month prior to the communication difficulties, no eri = yes flags were observed. A battery life calculation was performed using the pt's programming history available in the in-house programming database, and it showed that the pt's device had over 2 yrs remaining until eri = yes. The pt's generator will be checked one more time prior to surgery.